Event description:
It was reported that a spectrum iq pump powered off saying 'system failure' during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, "powered off saying system failure" was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed rear case. The rear case requires replacement to address this issue. During evaluation, the rear case speaker was found to be detached and the pump audio was low. The cause was identified to be the rear case which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.